Manufacturer narrative:
The customer is not expected to return the suspect device for eval. Due to the serious nature of this complaint, merit will attempt to obtain all info regarding the current status of the pt. A f/u report will be submitted when the eval has been completed. Eval codes, conclusion: a f/u report will be submitted when the eval has been completed.

Event description:
During a neuro interventional procedure, the doctor felt that fluid was not flowing properly through the sheath and a blood clot had formed. The doctor suspects that a bolus of fluid may have caused the clot to detach from the sheath and migrate into the carotid artery. The pt was transferred to a different facility for treatment. No additional info regarding pt condition has been provided.